Event description:
A long black hair was found in the sterile minor vascular pack. The hair was in a basin which also contained syringes and sponges. No one present in the or (operating room) had black hair. The entire or table was taken down and a new table was set up causing a delay in surgery start time.